Event description:
It was reported that the ilet displayed a message indicating continuous monitor (cgm) connection loss and dosing stopped, prompting guidance to switch to backup therapy after the bg run mode expired following the 72-hour period while using a dexcom g7 sensor. No reported adverse clinical effects. Outcomes included temporary interruption of automated dosing and transition to backup therapy without impact to blood glucose. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that operation was consistent with device design when bg run mode expires and a new sensor is not connected. It was concluded that the device functioned as intended and user guidance resolved the situation.